Event description:
During a ptca procedure, the quantum maverick monorail balloon ruptured at 14 atms on the initial inflation. The lesion being treated was a calcified and 100% stenotic lesion in the rca. No pt injuries or complications were reported. Pt status is listed as 'good'.